Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the past 4 weeks an increase in capture thresholds was noted and the physician suspected a threat of cardiac perforation. The physician elected to explant and replace the lead during an upgrade system procedure. A chest x-ray was not performed. The patient was in good condition. No additional information was reported.